Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited an out of range shock lead impedance measurement of 126 ohms that was detected via remote monitoring. Two days later the shock lead impedance returned to normal limits of 123 ohms. Information received from the local area sales representative indicated it is likely that this issue will continue to be monitored. No adverse patient effects were reported.